Event description:
New lv lead placed on (B)(6) 2023 b/c the previous lv lead had complete loss of capture and therefore a high lv threshold. (Previous lead is bsx). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).